Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was received from a physician via psr (product surveillance registry) in regards to a patient who was being treated with compounded baclofen 800 mcg/ml (579.45mcg/day), morphine 10 mg/ml (7.243 mg/day), bupivacaine 30.0 mg/ml (21.729 mg/day) and clonidine 200 mcg/ml (144.86mcg/day) intrathecal therapy via an implanted pump in simple continuous infusion mode. The baclofen lot number was unknown. The most recent refill was on (B)(6) 2015 with a 10% increase in daily dose. The pump's indication for use (IFU) was listed as non-malignant pain. The patient's medical history and concomitant medications were unknown. On (B)(6) 2015, the patient contacted the clinic to report suspected withdrawal and that he heard his pump beep three times. The patient verified his alarm date ((B)(6) 2015) using his personal therapy manager (ptm). The patient had a suspected pump motor stall with suspected withdrawal that resulted in an emergency room visit. Device interrogation on (B)(6) 2015 showed elective replacement indicator (eri) at 14 months. Medications administered as an intervention was oral morphine on (B)(6) 2015. The outcome was ongoing. The relationship of the event to the device or therapy was indicated as related. The event was not related to the implant procedure. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information indicated that the device system was replaced on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2015.

Event description:
Additional information received from a hcp via a clinical study. It was reported that the cause of the motor stall was not determined.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to suspected withdrawal symptoms.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to shaft-bearing. Analysis of the pump found deformed pump tube. Analysis of the pump also found over-infusion with undetermined cause.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a physician via a post-market clinical study. It was reported that, on (B)(6) 2015, the patient was seen in the clinic and the device data revealed a motor stall with recovery on (B)(6) 2015. It was indicated that no MRI had been performed. The event had resolved without sequela as of (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the product surveillance registry indicated that at the time of the event the patient was also taking hydrocodone and acetaminophen. The patient's past medical history included back pain, leg pain, lumbosacral neuritis, emphysema, coronary artery disease, low back surgery, lumbar radiculopathy, failed back syndrome, angioplasty, and dorsal column stimulator implant. The motor stall and recovery occurred on (B)(6) 2015.